Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 701 mg/dl. The customer stated that she was vomiting prior to the hospitalization. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer removed the infusion set, and the cannula was bent. The customer stated that the insulin pump did not give her a no delivery alarm. The customer stated that her hcp recommended for her to try an infusion set with a different sized cannula. The customer stated that she would be calling back to conduct the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.